Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise. Inspection of the distal tip revealed the tct wires were protruding from the tip well. Further investigation determined the protruding tct wires is consistent with an improper alignment of the tip thermocouple in the tip cap during assembly, which caused the high temperature rise during the simulated ablation and the reported event. The catheter met specifications during electrical testing.

Event description:
This report is to advise of a protruding component found during analysis. During the af procedure, it was noted that the temperature hit 50*c with only around 35w delivered. The power delivery was limited by tempguard. Values were not stable and ablations graphs on the bay were not either. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.